Manufacturer narrative:
The siemens technical support center (tsc) was contacted by the customer. The tsc analyzed the instrument data and determined that the cause of the discordant sodium result was due to user error: sample handling. The tsc determined that the customer was using a fixed angle centrifuge and only spinning for 10 minutes, versus the tube vendor recommended 15 minutes. The tube vendor recommends pulling the sample at 1100 -1300 g force for 15 minutes to get a clean sample. The tsc reminded the customer to follow the tube manufacturer recommendations for proper spinning time. The tsc also recommended that the customer follow proper pre-analytical sample handling procedures including mixing of the sample after phlebotomy to ensure complete dispersion of the anti-coagulant or clot activator throughout the sample. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant low sodium (na) result was obtained on a dimension xpand plus system for one patient. The discordant result was reported to the physician, who questioned the result. The same sample was repeated on an alternate system and the corrected result was reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium result.